Event description:
Customer tested 4 or 5 times with their meter and each time customer received a reading of "lo". The pt went to the hosp where they received a reading of 108mg/dl. A review of the system was attempted but the customer did not have the necessary testing supplies. Testing supplies were sent to the customer and the customer was asked to call back upon receiving the supplies to complete the system review. The customer was invited to call 24/7.